Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump support ongoing for the patient with admission for acute myocardial infarction with cardiogenic shock. During the support, on the second day of support, there was hematuria that prompted assessment of pump position/volume. The pump was weaned and explanted as planned on day 3. Patient survived .

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Hematuria: the cause of the hematuria was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.